Event description:
It was reported that the nurse informed the sales rep that the insert did not lock into the trident solid ha demi cup 500-11-54e.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.